Event description:
Pt had PICC inserted on (B)(6) 2012. During morning ward round (b)(6, leakage was observed at the conjunction of the proximal tube and the oval disk. Medicine leaked out. Removal was conducted.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.